Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: pc-(B)(4).

Event description:
It was reported that an unknown patient underwent an afib ¿ paroxysmal ablation procedure with a carto 3 system. The bwi representative reported that when moving around in the left atrium, the catheter appeared to be outside of the fam shell. They ¿fam'ed¿ (fast anatomical mapping) more, and the ablation tags were showing normally, and internally. They then created a new map and began to fam, and it was noticed that the whole map had rotated clockwise, about 10 degrees. It was noted that the carto 3 system displayed no errors or alerts, and none of the location reference patches had moved. It was also confirmed there was no metal in the field. The issue resolved after they created a new map. The procedure continued. A field service engineer was scheduled to be dispatched for the map shift issue. The carto 3 system software version is 7.2.40.250. No errors were shown on carto. They did control+p and noted neither the green nor the yellow patches had moved from baseline. The issue was noted while positioning the ablation catheter to ablate on the posterior wall. The medical team had begun ablating posteriorly but moved anteriorly as we had an esophageal temp rise. When they repositioned posteriorly it was noted that the ablation catheter was sticking outside of the fam shell. When comparing new visitag to old, the difference was between five and eight millimeters superiorly, as if the new map had rotated roughly 10-15 degrees clockwise when looking at the posterior wall. There was no cardioversion performed as the patient was in an atrial flutter upon entering the procedure area. Mapping of the right atrium was performed, and a cti flutter was ablated. This converted the patient into a normal sinus rhythm with normal bps. Transseptal access was achieved 30 minutes later, and mapping of the left atrium was performed in normal sinus rhythm. They did check metal values as well, back patches were all less than 2, front were less than 5. Map shift with no error message/patient movement/cardioversion is MDR-reportable.

Manufacturer narrative:
On 15-dec-2022, the product investigation was completed. It was reported that an unknown patient underwent an afib ¿ paroxysmal ablation procedure with a carto 3 system. When the medical team created a new map and began to fam, and it was noticed that the whole map had rotated clockwise, about 10 degrees. Device evaluation details: the issue was investigated by the device manufacturer. It was found that the reported map shift was caused due to patient movement. According to carto 3 instructions for use, (p.n. Ug-5400-0072h, rev. P02): "when the relative position between the patches remains the same but the position of the heart relative to the back patches has changed (for example, after repositioning the patient's head on a pillow or moving the patient's arm without changing the patient's position on the mattress, or after the patient is cardioverted), the system will not give a warning and an incorrect map (map shift) might be generated." A manufacturing record evaluation was performed for the carto 3 system # 11505, and no internal actions related to the reported complaint condition were identified. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).